Event description:
The customer contact reported that testing at the user facility, it was noted that there was a small gap or separation between the device and the partially closed device door. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.